Manufacturer narrative:
Inspected 1 opened/used sensor and performed bicarbonate buffer test. Sensor failed low readings.

Event description:
Customer reported noticing a big difference with the sensor glucose readings and the blood glucose readings. Customer also received a low predict alarm at 69 mg/dl when the blood glucose reading was really 226 mg/dl. Customer also mentioned being in the hospital due to a cardiac arrest in the past. Customer declined troubleshooting for unexplained high blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.